Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater. The device was evaluated upon receipt. Device could not turn on, problem with the short circuit. Heater replacement required. Replaced heater. Quick check, mtk, est were performed. Device passed applicable testing after repair. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a problem with the thermostat in an arctic sun device. Per review of wo on 14may2025, there was no patient involvement. Per follow up information received via mail on 21may2025, they would be repaired at the local service depot which is bd approved facility. Both were still at the depot, not resolved yet, in service.

Event description:
It was reported that there was a problem with the thermostat in an arctic sun device. Per review of wo on 14may2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone number: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.